Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The patient was using an Omnipod 5 insulin pump at the time of the event. According to a social media report, the patient applied a new sensor, and following the warm-up period, the CGM displayed a glucose reading of 202 mg/dL on (b)(6) 2026. Approximately 20 minutes later, the CGM reading decreased to 70 mg/dL and subsequently displayed a ¿black line.¿ The patient reported experiencing a loss of consciousness (LOC), which resulted in transportation to the hospital for evaluation and treatment. It was not known how long the patient was hospitalized. No fingerstick blood glucose (FSBG) values were reported. No additional CGM readings, treatment details, medical assessment findings, or outcome information were provided. It is unknown what the patient's condition was at the time as there were no patient contact information through the social media report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.¿